Manufacturer narrative:
The reported event of failure to capture was not confirmed. A full lead with a stylet was returned in one piece for analysis. Electrical testing, specification measurement, visual inspection and x-ray examination were normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the left ventricular (lv) lead exhibited failure to capture, diaphragm stimulation, and elevated capture threshold. The lv lead was explanted and replaced. There were no patient consequences.